Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Analysis of the catheter found that the collet on the catheter pin connector was detached/missing. Analysis indicated that the catheter pin connector was found to be dent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump. The reason for use was unknown. It was reported that the collet broke during surgery. The date of the event was (B)(6) 2017. The catheter was partially explanted on (B)(6) 2017 and it would be returned to the manufacturer, as the rep was in possession of the product. The collet was broken during implant while attempting to connect the pump segment. A new catheter was opened to utilize the pump segment. It was reported that there were no environmental/external/patient factors that may have led or contributed to the issue, as this was intra-operative. There were no diagnostics or troubleshooting performed. There were no interventions or actions taken to resolve the issue. The issue was resolved at the time of the report, the patient was alive and without injury. The healthcare professional (hcp had no further information regarding the event. The weight of the patient was asked but unknown. There were no symptoms reported. There were no further complications reported/anticipated.